Event description:
It was reported that the surgeon handed the handpiece to the nurse and it started to rotate without the trigger being depressed. This resulted in the fracture of the nurse's little finger as her glove was caught in the rotating attachment.